Event description:
A pt whose inr is usually 4.0, was found to be 7.6, 5.5 and 4.1 with new strips lots and old conversion chart. When the correct conversion chart was used, values of 5.1, 4.0 and 3.24 were obtained.

Manufacturer narrative:
The initial manufacturer's report 1823260-1996-00085 indicated incorrectly in block b1 that the report inovlved an adverse event. The event involved a product problem. For this reason, the pt info is not applicable (na). No adverse effect to any pt was noted. No medication or medical treatment was given based on the product malfunction. This info was not received by co from a user facility report. Co is the manufacturer of the device, not the user facility. Thus block f is not